Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod8s. During the procedure, the physician placed the initial ruby coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a pod8 through the microcatheter, the physician experienced resistance and the pod8 would not exit the microcatheter; therefore, it was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.